Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer (fse) had adjusted the brackets, replaced the sensors and controller, and checked the ulink and spring. Later, after following up with the customer, user reported no issues with the drawer since the site visit. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4 cannot be recovered, when user tried to attempt the drawer did open and clicked 3 times, but did not allow them to be recovered, required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.